Event description:
Customer reports to have experienced a battery out limit alarm and a button error alarm. Customer also reports to have used high acting insulin and had to go to the hospital for high blood glucose of 630 mg/dl. Customer was not wearing insulin pump at the time of hospital visit and had been off for three days prior. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.